Event description:
It was reported that the left ventricular (lv) lead showed issues of failure over time. The lead had failure to capture and increase in threshold. The patient was brought for a lead revision and the lead was tested through the analyzer and found to be working. The lv lead was placed in the rv port, it also worked, suggesting an issue with the lv port on the device. The lead remains implanted and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.